Event description:
Tip of guide wire broke off during an acl reconstruction. Tip of the guide wire broke off during femoral channel drilling and was left in the femur. The guide wire was inserted a few times as the bone was hard. The surgeon attempted to remove the tip but was unsuccessful. This caused a delay of twenty minutes of the case. The surgeon intends to remove the tip in the future. The surgeon commented that force may have been applied during the drilling of the tibia, it was also noted that the guide wire was scratched during the over-drilling in the tibia. Clarification of the condition of the guide wire indicated it was not damaged prior to drilling the femur. When he saw the broken guide wire, he thought it was possible that it was scratched during over-drilling in the tibia. An additional device was available to complete the procedure.